Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead resulting in inappropriate shock. The physician elected to cap and replace the rv lead on (B)(6) 2022. The patient condition was stable.